Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:3006705815-2025-02055 and 3006705815-2025-02056], the ipg was explanted and replaced to not being able to charge over 52%. Effective therapy was restored.